Event description:
(B)(6) nurse of the hospital reported to our sales rep that she was observing a surgery procedure. During this she observed that a piece at the proximal end of the reported device has been broken off. This happened during inserting the polyaxial screw. The piece couldn't be found. There was no delay. The surgery was successfully completed at the end. No adverse consequences reported.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, results, and conclusion codes will be made available following an engineering evaluation.